Manufacturer narrative:
E1 - reporter address: (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an ischemic stroke with symptom of left side hemiparesis, a day after they were implanted. The patient was well treated with anticoagulation before the implant and standard anticoagulation procedure was followed during implant. No problems were noted with the anticoagulation treatment. The stroke was confirmed with a computed tomography (CT) scan. A thrombectomy was performed managing to evacuate all thrombotic material but the patient suffered brain infraction. The patient was in intensive care unit (ICU).